Manufacturer narrative:
Investigation summary - material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 5093464 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and there are no complaint trends on batch 5093464. Retention sample inspection was performed; one loose cap and no broken tubes were observed. There was one photo submitted for review of this investigation, which showed a tube with the cap and cap area of the tube broken from the tube. This complaint can be confirmed for broken tube and loose cap. No compliant trend has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for broken tube and loose cap defects.

Event description:
It was reported while using one (1) bd bbl¿ trypticase¿ soy broth, the tube broke in the user's hand, when they were tightening the cap. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ trypticase¿ soy broth, the tube broke in the user's hand, when they were tightening the cap. There was no health impact or consequence reported.